Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated to right/r essure device migrated to r parametrical space'), embedded device ('embedded right essure coil present in omentum') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, cramp in lower abdomen, chronic cervicitis, rectal fistula and ovarian adhesion. Previously administered products included for an unreported indication: nitrofurantoin and depo-provera. Concurrent conditions included body mass index normal. Family history included ovarian cancer. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("hormonal changes describe: low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and anxiety ("psychological or psychiatric problems condition:anxiety"). In 2015, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: loose stools"). In (B)(6) 2017, the patient experienced skin lesion ("rashes or skin conditions type: lesions around anal area"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), nausea ("nausea,"), vision blurred ("vision/eye problems type: blurred vision"), rash ("rash/skin condition"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection") and perineal cyst ("other injury(ies) or complication(s) please describe: external cyst in perineal area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), abdominal distension ("gastrointestinal or digestive system condition type:bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, embedded device, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, depression, urinary tract infection, bladder disorder, vaginal discharge, fatigue, diarrhoea, alopecia, mood swings, nausea, vision blurred, weight increased, rash, libido decreased, vulvovaginal mycotic infection, female sexual dysfunction, post-traumatic stress disorder, anxiety, skin lesion, dysmenorrhoea, perineal cyst, abdominal distension and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, libido decreased, mood swings, nausea, pelvic pain, perineal cyst, post-traumatic stress disorder, rash, skin lesion, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (as per pif), (B)(6) 2006 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. Everything looked good. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated to right/r essure device migrated to r parametrical space'), embedded device ('embedded right essure coil present in omentum') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, cramp in lower abdomen, chronic cervicitis, rectal fistula and ovarian adhesion. Previously administered products included for an unreported indication: nitrofurantoin and depo-provera. Concurrent conditions included body mass index normal. Family history included ovarian cancer. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("hormonal changes describe: low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and anxiety ("psychological or psychiatric problems condition: anxiety"). In 2015, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: loose stools"). In (B)(6) 2017, the patient experienced skin lesion ("rashes or skin conditions type: lesions around anal area"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), nausea ("nausea,"), vision blurred ("vision/eye problems type: blurred vision"), rash ("rash/skin condition"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection") and perineal cyst ("other injury(ies) or complication(s) please describe: external cyst in perineal area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), abdominal distension ("gastrointestinal or digestive system condition type:bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, embedded device, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, depression, urinary tract infection, bladder disorder, vaginal discharge, fatigue, diarrhoea, alopecia, mood swings, nausea, vision blurred, weight increased, rash, libido decreased, vulvovaginal mycotic infection, female sexual dysfunction, post-traumatic stress disorder, anxiety, skin lesion, dysmenorrhoea, perineal cyst, abdominal distension and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, libido decreased, mood swings, nausea, pelvic pain, perineal cyst, post-traumatic stress disorder, rash, skin lesion, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (as per pif), (B)(6) 2006 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. Everything looked good. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil migrated to right/r essure device migrated to r parametrical space'), embedded device ('embedded right essure coil present in omentum') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, cramp in lower abdomen, chronic cervicitis, rectal fistula and ovarian adhesion. Previously administered products included for an unreported indication: nitrofurantoin and depo-provera. Concurrent conditions included body mass index normal. Family history included ovarian cancer. On (B)(6) -2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse), libido decreased ("hormonal changes describe: low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse). In 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and anxiety ("psychological or psychiatric problems condition:anxiety"). In 2015, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced diarrhea ("gastrointestinal or digestive system condition type: loose stools"). In (B)(6) 2017, the patient experienced skin lesion ("rashes or skin conditions type: lesions around anal area"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), nausea ("nausea,"), vision blurred ("vision/eye problems type: blurred vision"), rash ("rash/skin condition"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection") and perineal cyst ("other injury(ies) or complication(s) please describe: external cyst in perineal area"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), abdominal distension ("gastrointestinal or digestive system condition type:bloating") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, embedded device, genital hemorrhage, pelvic pain, abdominal pain, dyspareunia, depression, urinary tract infection, bladder disorder, vaginal discharge, fatigue, diarrhea, alopecia, mood swings, nausea, vision blurred, weight increased, rash, libido decreased, vulvovaginal mycotic infection, female sexual dysfunction, post-traumatic stress disorder, anxiety, skin lesion, dysmenorrhoea, perineal cyst, abdominal distension and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, depression, device dislocation, diarrhea, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital hemorrhage, libido decreased, mood swings, nausea, pelvic pain, perineal cyst, post-traumatic stress disorder, rash, skin lesion, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (as per pif), (B)(6) 2006 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. Everything looked good. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information, patient middle name, medical history, product removal details added. Events: portion of embedded essure coil present, essure coil migrated to right added. Rcc added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and cramp in lower abdomen. Previously administered products included for an unreported indication: nitrofurantoin and depo-provera. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("hormonal changes describe: low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2009, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2013, the patient experienced depression ("psych injury/psychological or psychiatric problems condition: depression"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd") and anxiety ("psychological or psychiatric problems condition:anxiety"). In 2015, the patient experienced pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: loose stools"). In (B)(6) 2017, the patient experienced skin lesion ("rashes or skin conditions type: lesions around anal area"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), nausea ("nausea,"), vision blurred ("vision/eye problems type: blurred vision"), rash ("rash/skin condition"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection") and perineal cyst ("other injury(ies) or complication(s) please describe: external cyst in perineal area"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), abdominal distension ("gastrointestinal or digestive system condition type:bloating") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, depression, urinary tract infection, bladder disorder, vaginal discharge, fatigue, diarrhoea, alopecia, mood swings, nausea, vision blurred, weight increased, rash, libido decreased, vulvovaginal mycotic infection, female sexual dysfunction, post-traumatic stress disorder, anxiety, skin lesion, dysmenorrhoea, perineal cyst, abdominal distension and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, libido decreased, mood swings, nausea, pelvic pain, perineal cyst, post-traumatic stress disorder, rash, skin lesion, urinary tract infection, vaginal discharge, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (as per pif), (B)(6) 2006 as per mr. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in 2009: result: total bilateral occlusion. Everything looked good. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter, historical drug, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.